Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Wavelet and svt limit programming interaction. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected supra ventricular tachycardia (svt) during a ventricular tachycardia (vt) episode. The patient required external defibrillation as a result of the detection error. The ICD remains in use. No further patient complications have been reported as a result of this event.